Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that during a lower extremity percutaneous transluminal angioplasty (pta ) and stenting using a cxi support catheter, the physician experienced difficulty removing the device over the wire. While trying to remove the device out of the patient, it pulled apart when it was outside of the patient. The physician stated this same event has occurred once before, captured in medwatch with MFR report number 1820334-2017-00781. The physician then elected to open and use a competitors device and it was reported that the same thing happened. To remove the other manufacturer's device, the physician had to cut the wire to remove the rest of the other manufacturer's catheter off the wire. The physician decided to exchange the introducer they were using. They switched it out for a cook ansel introducer. After switching to the cook ansel introducer, the physician proceeded with the case without any further difficulties. The patient did not experience any adverse events due to this event.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The cxi support catheter was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.